Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2 operating system: 18.6. Hardware: iphone15.2. Cgm sensor type: g7.

Event description:
It was reported by the patient that they stated "yes" to a severe low blood sugar (hypoglycemia) event that caused them to faint, pass out or have a seizure. No information was provided on which of the events occurred. The patient also did not give information how they were treated and duration of the medical event. Three follow ups were attempted but no new information was provided.